Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the objective lens was peeled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress or a failure in the mounted components on the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed scope communication error e226 during inspection for use. There were no reports of patient harm.